Manufacturer narrative:
¿Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This case was a duplicate case. It was not reportable.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test and displacement test. Successfully downloaded the pump history and trace files using thump. No pump error 63, pump error 64, or pump error 4 alarms noted during testing. A review of the pump history file reveals there were a total of four (4) pump error 63 (file number = 643, line number = 501, variableinfo = 21) alarms and one (1) pump error 4 linenumber 2690 filenumber 32122) alarm due to rf chip communication errors (rf chip command timeout during re-initialization) and hw error during accessing ad5161 chip via twi interface, listed below: 01/10/2023 13:43:05 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 496 filenumber: 643 variableinfo: 21. 01/23/2023 13:37:07 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 496 filenumber: 643 variableinfo: 21. 01/23/2023 13:37:07 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122 01/23/2023 13:37:20 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 496 filenumber: 643 variableinfo: 21. 01/26/2023 07:07:57 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 496 filenumber: 643 variableinfo: 21. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Pump error 63 (variable 21) and pump error 4 alarms are confirmed, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading and peeling, and pillowing keypad overlay. Pump error 63 (file number = 643, line number = 501, variableinfo = 21) and pump error 4 alarms are confirmed, fault isolated to the hardware. Pump error 64 alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 4 - the motor arm cannot communicate with the main arm and pump error 64 - motor arm failed self-test. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. No harm requiring medical intervention was reported. The customer discontinued use of the device and the pump returned for analysis.